Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that while performing a patient procedure, the images displayed recognizable line artifacts. The philips field service engineer (fse) confirmed there was no harm to a patient from this issue. The fse determined that the artifacts occurred due to a failed a-plane collimator, and replaced the a-plane collimator to resolve the issue. However, the artifacts returned and further investigation determined the cause was a data management system (dms) detector output error, and not related to a cracked compensator. The system is in clinical use. This issue was determined not to be a reportable event.